Manufacturer narrative:
This ipg serial number was included in multiple field advisories: 1627487-12192011-003-r. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference MFR report: 1627487-2017-03510. It was reported that the patient has experienced an increased recharge burden. As a result, the patient will follow up with their physician to determine the next course of action. Note: this patient has two scs systems. Both ipgs are being reported because it is unknown at this time which is liable.

Event description:
Device 2 of 2, reference MFR report: 1627487-2017-03510. Follow up revealed that the patient underwent surgical intervention on (B)(6) 2017 to have their thoracic ipg replaced. Patient has effective therapy post op.